Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the amia cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This occurred during dwell one of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was reported that there a loose connection between the supply line (red clamp) of the amia cassette and solution bag. Renal therapy services (rts) assisted the patient in cassette removal. Rts advised that patient to close all clamps and contact their nurse regarding the missed therapy. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.